Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient told the caller that the device was non-functional, and they believed the battery was dead. It was recommended that the patient follow up with the managing healthcare provider. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient¿s ins battery was dead, but then clarified that they think the ins battery is dead because they attempted to communicate with the ins but the programmer displayed poor communication event after moving the antenna around. The caller stated that the patient stated it had been 3 or 4 years since they had messed with it, but later stated that it had been a couple years since the programmer had communicated with the ins. The caller mentioned that the patient recently replaced the batteries in the programmer. It was recommended that the caller follow up with the managing healthcare provider to confirm the ins status. No patient symptoms were reported. No further complications were reported.